Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited undersensing that led to false pauses. Programming changes were discussed but not made. No patient symptoms were reported.